Event description:
During evaluation of the unit at zoll medical's technical service department the device displayed "pacer fault 121," "pacer fault 122", "pacer fault 123" and "pacer fault 126" messages. There was no patient involvement in the reported malfunction.